Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. A review of the device history records has been requested. Manufacture date is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a pair of reduction forceps, toothed with speed lock, broke during surgery on (B)(6) 2017. There was no patient harm. It is unknown if there was any surgical delay due to the intraoperative break of the device. It is unknown if an alternative device was available to complete the procedure. The device will not be returned for investigation. The patient status / surgical outcome was reported to be good at the end of the procedure. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that it was reported when the reduction forceps broke, a piece of the device fragment momentarily fell inside the patient. With difficulty, the surgeon was able to remove the fragment. There was no harm caused to the patient but there was a twenty five (25) minutes delay.

Manufacturer narrative:
Additional narrative: device returned to manufacturer. A device history record (DHR) review was performed for part # 399.060, lot # 3134039: manufacturing location: umkirch, release to warehouse date: 18.jun.2009: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing investigation was performed. One (1) reduc-forceps toothed speed-lock l170 (part # 399.060, lot #3134039) was received for investigation. A forceps handle has been broken off. The broken fragment was forwarded for evaluation. In addition, there are some minor scratches visible on the reduction forceps. The review of the production history revealed that this reduction forceps was manufactured in june 2009 as per the specification and there were no issues that would contribute to this complaint condition. The broken surface is homogenous what indicates material conformity as well. The measurements of the hardness after the hardening procedure is also within the specification. Based on the returned condition of the device, we only can assume that an overload situation has caused the breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.